Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "(B)(6) received a call on (B)(6) from mr. (B)(6) in which he stated that during medical he found that the pump had given 3 of 2 boluses, it had given one more bolus than programmed; the pump was immediately changed and sent to the biomedical department; there was no adverse event of patient harmed; the initials of the patient are (B)(6) age (B)(6) male; diagnosis post surgery of knee replacement washing; patient has already been discharged. Mr (B)(6) stated that the pump is now at the (B)(6) and that he wants the reference number to be sent to his email pump treatment information: program only bolus 0.3ml 5 min intervals max 10 ml in hours. Type of drug: morphine. Delay in therapy: no. Need for medical intervention: no. Patient involvement: yes. Human harm: yes, no details provided."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "gcm received a call on (B)(6) from mr. (B)(6) in which he stated that during medical he found that the pump had given 3 of 2 boluses, it had given one more bolus than programmed; the pump was immediately changed and sent to the biomedical department; there was no adverse event of patient harmed; the initials of the patient are (B)(6) age (B)(6) male; diagnosis post surgery of knee replacement washing; patient has already been discharged. Mr (B)(6) stated that the pump is now at the (B)(6) tso and that he wants the reference number to be sent to his email pump treatment information: program only bolus 0.3ml 5 min intervals max 10 ml in hours. Type of drug: morphine. Delay in therapy: no. Need for medical intervention: no. Patient involvement: yes. Human harm: yes, no details provided."